Event description:
Approx 3-5 days after the catheter was removed, the pt developed a clot and died of a bowel obstruction, the dr could see nothing visibly wrong with the catheter. The clot continued to grow in the pt event though the catheter had been removed.